Event description:
Customer reported an issue with the pump indicating a cartridge alarm 20, but there was no adverse impact on the customer¿s blood glucose level. As the pump was out of warranty, technical support decided to replace it and advised the customer to use mdi as backup therapy. The customer was informed that they would receive a replacement pump with updated software and instructed to program their settings and connect their cgm to the new pump. Customer agreed to send insurance card pictures, and arrangements were made to provide an out-of-warranty loaner pump until the replacement arrived.